Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the clip detached from one leaflet, requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed on the mitral valve and during deployment, when removing the gripper line, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). Additional clips were implanted to stabilize the slda clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the patient anatomy contributed to the reported single leaflet device attachment (slda); however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.